Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the yellow alignment dash marking printed on the controller connector demonstrated partial wear. Visual inspection revealed an area of the silicone jacket that was slightly worn with light indentations suggesting that the jacket had been slightly bunched. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed driveline wire kinking and damage that could have contributed to the low speed and pump stop events observed in the submitted log file. A distal-end driveline replacement was performed on (B)(6) 2023 and approximately 18¿¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced portion of the driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. Visual inspection revealed kinking of the wires approximately 2.5¿¿ from the controller connector. Further inspection revealed a breach in the insulation of the orange wire approximately 2.5¿¿ from the controller connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the lead and abrasion against the metal braided shield. The driveline was then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage in the insulation of the driveline wires. If the exposed conductors of the orange wire contacted the braided shield while operating on a tethered power source such as the power module (pm) or mobile power unit (mpu) the resulting short to ground would have resulted in low speed events and pump stops confirmed through the submitted log file. The account reported that no further alarms were observed following the external driveline repair. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Sections 2, 6, and 7 of the IFU and sections 2, 4, and 5 of the patient handbook cautions the user not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a pump stop event. Log files confirmed a motor stopped event on (B)(6) 2023. X-rays were obtained. There was a significant kink after the bend relief and an external repair was requested. Abbott engineers completed an external driveline repair. Visual inspection of the external driveline noted a small area of rescue tape approximately 2" from the system controller connection. Additional information was provided that as of (B)(6) 2023 there were no more alarms since the repair.

Manufacturer narrative:
The percutaneous lead was returned for evaluation after the repair. Reporter phone number (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.